Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected pump error 37, motor errors, or prime, rewind anomalies were noted during testing. Motor was tested outside the device, and it passed. Upon further review of the unit's interior, however, there was mold present inside the both battery connectors on electrical board. Device received with a crack on the battery tube which starts at the corner of the belt clip rails. Also the display window cover is missing, and the middle keypad button is cracked.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had drive count error. Customer¿s blood glucose level was unknown. Customer was able to clear the alarm but, unable to rewind the insulin pump. Customer was asisted with troubleshooting. The insulin pump will be returned for analysis.